Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 44, 101mg/dl. Tests were done within 10 mins with a difference of 51mg/dl. Pt did not experience any adverse events. No further info has been reported.